Event description:
It was reported that bd smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: "pc only. Patient was preparing to add prefilled syringe, with sterile water to vial adapter. Patient snapped cap off syringe and twisted to adapter and was unable to. Push any fluid into vial and was met with a lot of resistance. When trying to remove and assess syringe the white part on prefilled syringe with the threads snapped off. No replacement sent. No further details." Agent called the patient and collected the answers for (B)(4). Patient reported that she did not know the answers for most of the questions. Patient reported that she does not have pictures to send of the pqc. Patient stated that the nurse took a picture of the pqc and sent it to accredo. Patient stated that the defected product was discarded in a waste sharps container and is not available for retrieval. Replacement was not requested. Patient reported that an unknown syringe was used to mix and administer the winrevair. Patient confirmed that she did not miss any doses of winrevair. Patient could not confirm if a merck syringe was used. Precautionary ae filed. Permission was provided to follow up with the hcp. Patient has no further information or clarifications to provide. No additional ae/pqc reported. Note: I emailed accredo to obtain the photo and get clarification/ 09apr2025---received photo & following information from the nurse: ¿as you can see, the white piece that is supposed to "snap" with the cap, came off of the syringe completely when phyllis keating (the patient) was attempting to connect the syringe to the vial adapter. It connected just fine at first. And then when she pushed the plunger to transfer the sterile water into the vial, the plunger hit resistance. No water would transfer into the vial. When I examined it, I could tell the white piece was loose, and it seemed that the syringe was not depressing the "blue circle" of the vial adapter to allow fluid to flow through. The sterile water also did not drip out around it at any point. When the white piece completely disconnected from the syringe, I took a needle and syringe from my supply and aspirated the sterile water from the syringe. I then disconnected the needle and attached the syringe to the vial adapter to transfer the sterile water into the syringe. We continued as per directions for the rest of the preparation and administration. The broken pieces of the syringe were not saved.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.